Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 6/7f mynxgrip vascular closure device (vcd), the black sealant sleeve split open when shuttling down and caused the device to fail. Hemostasis was achieved by manual compression. There is no reported patient injury. Procedure was a diagnostic left heart catheterization. The user is mynx certified. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and little to no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient's body habitus was not obese. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during deployment of a 6f/7f mynxgrip vascular closure device (vcd), the black sealant sleeve split open when shuttling down and caused the device to fail. Hemostasis was achieved by manual compression. There is no reported patient injury. The procedure was a diagnostic left heart catheterization. The user was mynx certified. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and little to no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient's body habitus was not obese. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle. The syringe was received connected to the device, and an unknown non-cordis procedural sheath was on the device. Blood was noted in the procedural sheath; however, no damages or anomalies were noted on it. The sealant and the advancer tube were found inside the shuttle tube, and the stopcock was found in the open position. In addition, the balloon was received fully deflated. The shuttle was inspected for defects or anomalies that may have contributed to the reported failure. No defects or anomalies were observed on it. Per functional analysis, a simulated deployment test was performed on the returned device. The unknown procedural sheath was locked on the device, and the shuttle cartridge was retracted to the black handle. Afterward, the shuttle cartridge was able to be advanced and retracted to the black handle without any advancement issues. The advancer tube was observed to be properly engaged to the proximal tamp lock, and the sealant could be deployed without any problems. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.